Event description:
On (B)(6) 2016, it was reported that patient experiences a shocking sensation when he moves his neck high impedance was reported to have been observed for patient's device on (B)(6) 2016. Patient was referred for revision surgery as a result. The impedance value (dcdc code) was red and said high on system diagnostics. Additional relevant information has not been received to date and no known surgical interventions have occurred to date.

Event description:
Information was received that the facility the surgery took place in will now be returning explanted products and will be returning this patient's device that was explanted; however no product has been received to date.

Event description:
The patient underwent lead revision due to high impedance detected on their generator and their generator was replaced prophylactically. During the explant surgery it was reported by the surgeon that there was difficulty replacing the patient's lead due to the initial lead not having been placed properly, scarring and damage to the patient's carotid artery and nerve. The scarring and damage is reported in MFR. Report #1644487-2019-01522. The explant facility historically discards explanted products and therefore return of the suspect product is not expected to date. No further relevant information has been received to date.

Event description:
It was reported that the patient had a probable lead fracture and additionally needs a generator replacement. The patient's generator was disabled due to the reported high impedance and reported discomfort during discharges. It was reported that the patient experienced pain on their face due to the high impedance. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
Product analysis was completed on the returned portion of the lead. The lead assembly was returned for analysis due to fracture of lead/stimulation to unintended site. The reported fracture of lead/stimulation to unintended site was not verified with the returned portion of the lead. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portions. Although a lead fracture was not found on the returned portion of the lead, a lead fracture cannot be ruled out as the entire lead was not analyzed.

Event description:
The explanted lead and generator were received into product analysis. Analysis on the lead is currently still ongoing. Product analysis (pa) on the generator was completed. The reported ¿painful stimulation/neck electrode site only, stimulation to an unintended site and headache¿ report is beyond the scope of pa activity and cannot be evaluated in the pa laboratory setting. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications. Analysis in the pa lab concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found.